Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Retained tampon [foreign body in reproductive tract]. While removing tampon only half came out [complication of device removal]. Only half tampon came out [device breakage]. Case description: consumer reported via email that only half the tampon came out during removal. No serious injury was reported.

Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
Retained tampon [foreign body in reproductive tract]. While removing tampon only half came out [complication of device removal]. Only half tampon came out [device breakage]. Case description: consumer reported via email that only half the tampon came out during removal. No serious injury was reported.